Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant used to treat the patient may have caused or contributed to the patient's recurrent hernia. The patient has a history of hernia recurrence. The clinician treating the patient has not determined a cause for the condition. Should additional information be provided, a supplemental MDR will be submitted. The adverse reaction section of the instructions-for-use identifies recurrence as a possible complication, additionally the warning section states, "to prevent recurrences when repairing hernias, the phasix¿ mesh must be large enough to provide sufficient overlap beyond the margins of the defect. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue." Remains implanted

Event description:
Event was reported via post market clinical study. Patient has a history of hernia recurrence. Per clinical study coordinator: on (B)(6) 2017 the patient underwent successful repair of a hernia repair. A bard phasix mesh was used. As reported the mesh was fixated with suture and the wound was closed. On (B)(6) 2017 the patient was diagnosed with a hernia recurrence. The recurrence is assessed by the clinician as definitely related to the procedure and possible related to the study device. Patient treatment has not been determined and condition is ongoing at this time. The patient will undergo an ultrasound examination.